Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the reverse trigger on the compact air drive device was broken. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the reverse trigger was broken off and softmode switch was to smooth (freely, no resistance). It was noted some internal components had signs of corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due improper handling and improper care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.